Manufacturer narrative:
The device involved was not returned for evaluation. The build lhr for cdm-635l; lot number 1493186; s/n (B)(6) was examined including the final inspection records and the in-process measurements. There was no ncmr associated with this lot. The device met the m6-c product specification including the axial stiffness and flexural resistance specifications. A review of the risk management files was conducted and no new risks identified. Rmf 0003 rev 38 line 15 - failure to relieve symptoms including unresolved pain. Rmf 0003 rev 38 line 12.26. - migration/loosening, chronic, requiring additional surgery, with explantation, involving patient with only a single level m6-c. Rmf 0003 rev 38 line 12.75 - device explanted.

Event description:
Information provided states that patient had an m6-c artificial cervical disc implanted at c5/6 in (B)(6) 2021. Patient was experiencing neck discomfort with right arm pain suspected due to loosening of the m6-c. Device was explanted and replaced with acdf.